Manufacturer narrative:
Concomitant products: 3 IV bags: (1) 1000ml 0.9% nacl, (1) 100ml 0.9% nacl, and (1) 50ml 0.9% nacl; therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the end of the texium primary tubing while giving a pre-med for a clinical trial drug. The leak was located at the attachment between the primary tubing and the most distal smartsite connector the entire set-up was changed, and there was no further leaking noted. There was no harm reported to the patient or nurse administering the medication.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Concomitant products: 1000ml non-bd (baxter) infusion bag 0.9% sodium chloride injection usp lot y012187 exp aug17; 100ml non-bd (baxter) infusion bag 0.9% sodium chloride injection usp lot p337683 exp jan17; 50ml non-bd (baxter) infusion bag 0.9% sodium chloride injection usp lot p343814 exp jun17; therapy date (B)(6) 2016. The customer¿s report of a leak at the connection to another set was not confirmed. Visual inspection of the received samples observed no obvious damages or any issues. Functional testing was unable to duplicate the reported issue. The root cause of the leak at the connection to another set was not identified.